Event description:
"Sex: male, height: (B)(6), weight: (B)(6), bmi: (B)(6), condition: heart disease patient, pacemaker user, no allergy, no infection. Incident: the reduction of systolic pressure about 30 mmhg from 120 mmhg, hospital: (B)(6). When: soon after the procedure started (before using scalpels or cautery, no special instrument used), incision: 17 cm."

Manufacturer narrative:
No product is being returned for evaluation but lot number is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.